Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting, extender tubing and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. A visual fault locator was used to detect any breaks along the length of the optical fiber and no breaks were observed. The evaluation confirmed the reported sensor failure . We are unable to determine how this may have occurred. This issue has been escalated and the sensor is sent to the supplier for investigation to determine a root cause. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. A supplemental report will be submitted when additional information is provided analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-2019 through aug-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted, the pressure readings were not displayed on the console. The console was swapped out with a different one, but the issue continued. The iab was then replaced with a new one, and the issue was resolved. There was no patient harm or adverse event reported.